Manufacturer narrative:
Bayer case number: (B)(4). The implant had migrated into the uterus and probably submucously. [Partial expulsion of device]. The implant had migrated into the uterus and probably submucously. [Embedded device]. Pelvic pain [pelvic pain female]. Migraines with aura [migraine with aura]. Significant fatigue [fatigue]. Paresthesia [paresthesia]. Impaired her quality of life [impaired quality of life]. Sick leave [sick leave]. Tremors [tremor.] Weakness of the left hemibody [muscle weakness left-sided]. Left hemiparesis [hemiparesis (left)]. Facial paralysis [facial paralysis]. Transient motor deficits [motor deficit]. Sensation of neurological crisis resembling a stroke [neurologic symptoms]. Episodes of recurrent tremors [tremor]. Seizures affecting the left hemibody [seizures]. Mastoiditis [mastoiditis]. Palpitations [palpitations]. Left carotid bruit [carotid bruit]. Anxiety [anxiety]. It was impossible to place essure on the right side [device insertion failed] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the implant had migrated into the uterus and probably submucously."), embedded device ("the implant had migrated into the uterus and probably submucously.") And neurological symptom ("sensation of neurological crisis resembling a stroke") in an adult female patient who had essure inserted (lot no. D72008) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("it was impossible to place essure on the right side"). The patient had a medical history of spasmophilia in 2000 and seizures, factor v leiden heterozygote, knee operation, appendectomy and parity 2. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced device expulsion (seriousness criterion intervention required), embedded device (seriousness criterion medically important), pelvic pain ("pelvic pain"), migraine with aura ("migraines with aura"), fatigue ("significant fatigue"), paraesthesia ("paresthesia"), impaired quality of life ("impaired her quality of life"), sick leave ("sick leave"), a first episode of tremor ("tremors"), muscle weakness left-sided ("weakness of the left hemibody"), hemiparesis (left) ("left hemiparesis"), facial paralysis ("facial paralysis"), motor dysfunction ("transient motor deficits"), neurological symptom (seriousness criterion hospitalisation), a second episode of tremor ("episodes of recurrent tremors"), seizure ("seizures affecting the left hemibody"), mastoiditis ("mastoiditis"), palpitations ("palpitations"), carotid bruit ("left carotid bruit") and anxiety ("anxiety"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with kardegic (acetylsalicylate lysine), levetiracetam arrow, polaramine (dexchlorpheniramine maleate) and cetirizine (cetirizine hydrochloride) as well as surgery (subtotal hysterectomy without the ovaries). At the time of the report, the outcomes for embedded device, pelvic pain, migraine with aura, fatigue, paraesthesia, impaired quality of life, sick leave, muscle weakness left-sided, hemiparesis (left), facial paralysis, motor dysfunction, seizure, mastoiditis, palpitations, carotid bruit, anxiety and the last episode of tremor were unknown. The reporter considered anxiety, carotid bruit, device expulsion, embedded device, facial paralysis, fatigue, muscle weakness left-sided, hemiparesis (left), impaired quality of life, mastoiditis, migraine with aura, motor dysfunction, neurological symptom, palpitations, paraesthesia, pelvic pain, seizure, sick leave, the first episode of tremor and the second episode of tremor to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram head] on (B)(6) 2018: mastoiditis with the presence of a hydroaerial level in the left internal mastoid cell. No other etiological abnormalities were identified. [Electroencephalogram] (date unknown): h superimposed paroxysmal activities in the right central frontal region in the form of sharp waves [hysterosalpingogram] on (B)(6) 2016: left essure in place, pelvis without particularities. On the right, no significant tubal opacification was noted [magnetic resonance imaging] on 19-nov-2018: he examination revealed weakness of the left hemibody that was still present. The doctor specified that the problem first appeared in the autumn of 2012 and resolved on its own over several months [scan brain] in 2018: an absence of parenchymal lesions, no ischemic lesions, and no hemorrhagic lesions [ultrasound pelvis] on (B)(6) 2016: left ovary with ongoing ovulation [x-ray] on (B)(6) 2017: the result showed the 4 radiopaque points of the only visible essure device in a left parasagittal pelvic position batch number- d72008; expiration date- 28-mar-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). The implant had migrated into the uterus and probably submucosally. [Partial expulsion of device]. The implant had migrated into the uterus and probably submucosally. [Embedded device]. Pelvic pain [pelvic pain female]. Migraines with aura [migraine with aura]. Significant fatigue [fatigue]. Paresthesia [paresthesia]. Impaired her quality of life [impaired quality of life]. Sick leave [sick leave]. Tremors [tremor]. Weakness of the left hemibody [muscle weakness left-sided]. Left hemiparesis [hemiparesis (left)]. Facial paralysis [facial paralysis]. Transient motor deficits [motor deficit]. Sensation of neurological crisis resembling a stroke [neurologic symptoms]. Episodes of recurrent tremors [tremor]. Seizures affecting the left hemibody [seizures]. Mastoiditis [mastoiditis]. Palpitations [palpitations]. Left carotid bruit [carotid bruit]. Anxiety [anxiety]. It was impossible to place essure on the right side [device insertion failed]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the implant had migrated into the uterus and probably submucosally.'), embedded device ('the implant had migrated into the uterus and probably submucosally.') And neurological symptom ('sensation of neurological crisis resembling a stroke') in an adult female patient who had essure (batch no. D72008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "it was impossible to place essure on the right side". The patient's medical history included spasmophilia in 2000, parity 2, appendectomy, knee operation, factor v leiden heterozygote and seizures. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion intervention required), embedded device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), migraine with aura ("migraines with aura"), fatigue ("significant fatigue"), paraesthesia ("paresthesia"), impaired quality of life ("impaired her quality of life"), sick leave ("sick leave"), the first episode of tremor ("tremors"), muscle weakness left-sided ("weakness of the left hemibody"), hemiparesis (left) ("left hemiparesis"), facial paralysis ("facial paralysis"), motor dysfunction ("transient motor deficits"), neurological symptom (seriousness criterion hospitalization), the second episode of tremor ("episodes of recurrent tremors"), seizure ("seizures affecting the left hemibody"), mastoiditis ("mastoiditis"), palpitations ("palpitations") and anxiety ("anxiety") and was found to have carotid bruit ("left carotid bruit"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with acetylsalicylate lysine (kardegic), cetirizine hydrochloride (cetirizine), dexchlorpheniramine maleate (polaramine), levetiracetam (levetiracetam arrow) and surgery (subtotal hysterectomy without the ovaries). At the time of the report, the embedded device, pelvic pain, migraine with aura, fatigue, paraesthesia, impaired quality of life, sick leave, muscle weakness left-sided, hemiparesis (left), facial paralysis, motor dysfunction, the last episode of tremor, seizure, mastoiditis, palpitations, carotid bruit and anxiety outcome was unknown. The reporter considered anxiety, carotid bruit, device expulsion, embedded device, facial paralysis, fatigue, impaired quality of life, mastoiditis, migraine with aura, motor dysfunction, muscle weakness left-sided, neurological symptom, palpitations, paraesthesia, pelvic pain, seizure, sick leave, the first episode of tremor, hemiparesis (left) and the second episode of tremor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2018: mastoiditis with the presence of a hydroaerial level in the left internal mastoid cell. No other etiological abnormalities were identified.. Electroencephalogram - on an unknown date: h superimposed paroxysmal activities in the right central frontal region in the form of sharp waves. Hysterosalpingogram - on (B)(6) 2016: left essure in place, pelvis without particularities. On the right, no significant tubal opacification was noted. Magnetic resonance imaging - on (B)(6) 2018: he examination revealed weakness of the left hemibody that was still present. The doctor specified that the problem first appeared in the autumn of 2012 and resolved on its own over several months. Scan brain - in 2018: an absence of parenchymal lesions, no ischemic lesions, and no hemorrhagic lesions. Ultrasound pelvis - on (B)(6) 2016: left ovary with ongoing ovulation. X-ray - on (B)(6) 2017: the result showed the 4 radiopaque points of the only visible essure device in a left parasagittal pelvic position. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.